Event description:
The account alleges the bed will not send a nurse call when the pt positioning monitor is alarming. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.